Event description:
Reporter had bent needles in the infusion set x2 from same lot number. Called MFR for 2 replacement sets. The damaged/defective needles resulted in a delay in changing the infusion set by 4 hours. Blood sugar went from 130 to 210 requiring treatment. Received the replacement product the next day which was also damaged. Nor did the MFR include the sharps canister/labels so that the consumer could safely return the bent needles. Reporter believes there is a major design flaw in the packaging. There is a plastic reservoir in which the needle is to set in (capped needle) however the needle is off to the side when product vacuum sealed. The result is damaged/bent needle. Reporter concerned that the MFR's system is missing an obvious problem. Reporter has spoken to MFR not less than 8 times over last two months-problems with pump failures, wrong products, incomplete instructions. Reporter believes there is a pattern of non-compliance with the MFR.